Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, after placing the microcatheter to the location, the operator delivered a subject stent into the microcatheter, but a big resistance was encountered. After the subject stent was pushed to proximal of microcatheter, it could not be advanced anymore. Therefore, the subject stent was withdrawn from the microcatheter, but the subject stent was deployed unexpectedly at the tail of microcatheter. The operator retracted the subject stent out and replaced the subject stent with another stent to complete the procedure. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and microscopic examination of the returned subject stent was found to be deployed and deformed. The sdw (stent delivery wire) was found to be slightly kinked/bent. The introducer sheath was not returned for device analysis the reported 'stent deployed prematurely during use' was confirmed during the analysis. As the returned stent was found to be deployed, therefore, the functional inspection was unable to performed. The reported 'stent difficult/unable to advance or pullback through catheter and stent difficult/unable to transfer' could not be confirmed; however, the analysis results are consistent with the reported event. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The as analyzed as well as the as reported codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during procedure, after placing the microcatheter to the location, the operator delivered a subject stent into the microcatheter, but a big resistance was encountered. After the subject stent was pushed to proximal of microcatheter, it could not be advanced anymore. Therefore, the subject stent was withdrawn from the microcatheter, but the subject stent was deployed unexpectedly at the tail of microcatheter. The operator retracted the subject stent out and replaced the subject stent with another stent to complete the procedure. There were no clinical consequences to the patient reported as a result of this event.